Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 26-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('cramps') in an adult female patient who had essure (batch no. C68122) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criterion medically significant), headache ("headaches"), fatigue ("severe fatigue") and visual impairment ("vision disturbances"). At the time of the report, the abdominal pain lower, headache, fatigue and visual impairment outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, fatigue, headache and visual impairment with essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2002507) on (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('cramps') in an adult female patient who had essure (batch no. C68122) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criterion medically significant), headache ("headaches"), fatigue ("severe fatigue") and visual impairment ("vision disturbances"). At the time of the report, the abdominal pain lower, headache, fatigue and visual impairment outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, fatigue, headache and visual impairment with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.